Manufacturer narrative:
Subject device not available.

Event description:
It was reported that during coil embolization of a ruptured internal carotid-posterior communicating artery aneurysm, the coil herniated from the aneurysm and detached during an attempt to withdraw the coil. Approximately 1cm of the coil remained in the aneurysm and most of the main coil was still contained within microcatheter. The physician removed the coil with a snare device from the patient's body. The procedure was successfully completed with another coil without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The main coil was returned with a snare. Visual examination of the returned device revealed that the main coil was kinked, stretched, prematurely detached/separated inside the patient, and the coil delivery wire was kinked. The observed delivery wire kink was most likely caused by the handling of the device. It was noted that the main coil had not detached by electrolysis but had separated due to a break at the main coil junction. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information available and analysis of the device, the reported and analyzed main coil prematurely detached/separated inside the patient as well as the analyzed main coil kink and stretch were most likely due to procedural factors limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to the reported event.

Event description:
It was reported that during coil embolization of a ruptured internal carotid-posterior communicating artery aneurysm, the coil herniated from the aneurysm and detached during an attempt to withdraw the coil. Approximately 1cm of the coil remained in the aneurysm and most of the main coil was still contained within microcatheter. The physician removed the coil with a snare device from the patient's body. The procedure was successfully completed with another coil without clinical consequences to the patient.